Manufacturer narrative:
Patient age refused by the site. The axiem was returned to the manufacturer for analysis. The axiem was connected to a test system with the ent application for five hours. The axiem, emitter and all four tool ports maintained a green status throughout testing. Analysis found the reported issue could not be replicated and no fault was found.

Event description:
Medtronic received information regarding a navigation system being used, pre-operatively, for a functional endoscopic sinus surgery (fess) procedure. It was reported that the ¿axiem was not communicating in the software¿. The manufacture representative reseated connections and moved the universal serial bus (usb) to a different port, which did not resolve the issue. The procedure was cancelled and there was no reported impact on patient outcome.